Event description:
There was an allegation of an issue with a coaguchek softclix lancing device. It was alleged that the device did not lance the customer's finger. During troubleshooting, it was determined that the customer had not pressed the yellow release button on the device. It was alleged that the lancet fell out of the softclix device when the cap was removed. The lancet was properly seated before it fell out. It was confirmed that the needle did not protrude past the cap.

Manufacturer narrative:
The device was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer did not return the device for investigation. As no product was returned, a specific root cause could not be determined.